Event description:
It was reported that the customer was hospitalized for hbgs. The contact stated that the customer has been hospitalized multiple times due to negligance. It was indicated that the pump trainers and doctors are questioning if the customer is following proper protocol when treating bgs. It was stated that the customer informed the contact that they had to reprogram the pump after a battery change. The contact found that all settings were programmed except for the basal rates. At the time of the call, the customer was unavailable and will call back later.